Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her (B)(6) year-old son developed an infection at the site from the wrong infusion sets due to which he was admitted to the intensive care unit. No further information available.